Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device loop section at its end had melted during a electrocautery resection of endometrial polyps therapeutic procedure. The procedure was completed using a similar device. There was no serious injury or harm to the patient.